Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that the gamma nail has broken at lag screw interface. Patient underwent revision surgery.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches with the alleged failure. Visual inspection revealed that the nail was completely broken in the thinned webs of the proximal drill hole for the lag screw. Material abrasion, dents were found in the drill hole most likely caused by a deviating step drill during preparation of the canal for the lag screw. Material abrasion was also found along the periphery of the nail just below the lag screw hole. Material damage had led to unintended damage of the edge in the breakage line resulting in significant material weakening. The appearance of the breakage surfaces revealed the nail had broken in fatigue manner ¿ indicated by the lines of rest, smooth surface topography and missing plastic deformation. The incipient crack had started at the smallest cross section at lateral and had progressed towards medial. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that ¿in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced, which may cause nail to fracture. [¿] never drive the stepdrill with force through the nail, since this may cause severe damage to the nail resulting in the increase risk of the implant failure.¿ based on the investigation, root cause of failure could be attributed to user related issue. Failure was caused due to misaligned step drilling during preparation of the canal for the lag screw, which compromised fatigue strength of the nail. If any further information is provided, the complaint report will be updated.

Event description:
Customer reported that the gamma nail has broken at lag screw interface. Patient underwent revision surgery.